Event description:
The customer reported a bloody leak (approximately 5 ml) under the lh780 analytical station. The probe area and its respective tubing may have the presence of blood and diluent while in operation and cleaner while in shutdown. The operator was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and protective eyewear at the time of the incident. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds.

Manufacturer narrative:
On the day of the event ((B)(6) 2012) a field service engineer (fse) observed that the probe area was leaking. The customer had replaced the needle and had not reconnected the needle vent line. The fse attached the needle vent line tubing. The fse did not note any further evidence of leaking. Repairs were verified as per established procedures. Results meet published performance specifications. The cause of the leak was needle vent line tubing that was not reattached when the customer replaced the needle. (B)(4).